Manufacturer narrative:
Pending receipt of device.

Event description:
Int'l. ((B)(6)) complaint received concerning leakage issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports "..after .. Dialysis session, a patient has leaved the center but her carrier has to bring her back, dressing full of blood .. Tego's leak on one of the catheter branch..... . Clinical consequences: the cap isn't unscrewed and the blood leak is no more visible when opening the dressing. Protective measure: change of cap.". There were no reported adverse patient consequences. The mfger. Has requested additional event / device usage information and status of device return. As of the date of this report there has been no response.